Event description:
The customer reported that the device would not seal tissue on the fourth application. The site contact was not able to provide info as to whether an end tone, indicating a completed seal cycle, was heard or if alarms were heard. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.